Event description:
It was reported that visible air bubbles were observed. When inserting the farawave catheter into the faradrive steerable sheath and after aspirating the tubing, bubbles were observed even after withdrawing several syringes of blood. Troubleshooting consisted of aspirating the tubing with and without the catheter but without success. The sheath was replaced, and the procedure was completed. There were no patient complications. The sheath is not expected to return for analysis as it was lost at the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.